Event description:
Philips received a complaint by the product investigation lab (pi) on the v60 indagating that a flow sensor assembly was received and while investigating the returned flow sensor it was observed that there was an error code 100b: watchdog test failed error. There was no patient involvement at the time the issue was discovered as it was discovered during pi's investigation. The pil tech verified that the flow sensor assembly during power up went into a vent inop state and generated to watch dog timer fail 100b,10:24.53pm,09-11-2025, postwatchdog failed 2. The pil tech did verify that the vent inop and watchdog timer failure are due an issue noted with the flow sensor assembly. Through further analysis, the pil tech verified that the airflow sensor is a high out of spec showing -2.2 slpm flow at 0 slpm flow and the o2 sensor is high and out of spec at 240 slpm at 0 slpm. This is due to faulty u1 on the airflow sensor and 02 flow sensor respectively. The issue of flow sensor drift has been previously investigated and documented in capas 4760, 867720, and 1448867 while the risks were evaluated in iia¿s 1153938mc and 1153939mc. No further investigation is required.